Event description:
A purchasing agent reported that during an intraocular lens (iol) implant procedure, lens scratched while advancing the injector. Additional information was requested, but no further information is available.

Manufacturer narrative:
The lens was returned for evaluation. Solution and blood are dried on the lens. The lens has been cut in half. A small crack is observed which could be interpreted as the reported scratch. Product history records were reviewed and the documentation indicated the product met release criteria. The file indicates the use of an unspecified shooter. It is unknown if qualified products were used. The root cause could not be determined for the reported complaint. The cartridge and associated products were not provided or returned. Due to only the lens being returned we are unable to verify the lens was scratched in the "shooter". The manufacturer internal reference number is: (B)(4).